Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint. Litigation papers received. Papers allege patient suffers from pain, difficulty ambulating, and elevated metal ions **update** ((B)(6) 2012) ¿ patient fact sheet was received. The part/lot numbers and doi have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2006. Complainant information. Update: on (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, there is no new information provided that would change the existing investigation. Updating head/iner expspirration date and adding stem/sleeve due to previously alleged elevated metal ion levels. Update: on (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, there is no new information provided that would change the existing investigation. Updating head/liner expiration date and adding stem/sleeve due to previously alleged elevated metal ion levels. The complaint was updated on: (B)(6) 2016.